Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). There were three suture graspers returned in the same package that and there were no lot identification for the devices. Visually the grasping wires are twisted but there were no other anomalies observed on the device. Inspection of the device revealed the button is difficult to slide from the closed to the slip position (after the wires have been straightened out) and could not be slid into the open position. This complaint can be confirmed. Due to an increasing trend in the number of button failures, a CAPA has been initiated to investigate and determine a root cause for this failure. A review into the depuy mitek complaints system revealed one dis-similar complaint (foreign matter) for the lot number 3840946. A root cause for the reported failure cannot be discerned. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 3 for the same event. It was reported by the affiliate in (B)(6) that during arthroscopic rotator cuff repair surgical procedure, it was observed that three ideal sutgrasper 60 deg *ea devices broke and the surgeon could not use them although he used them as usual. According to the reporter, the hooks on the devices seemed to be twisted and broken inside the shaft when he removed the devices after inserting them from a posterior portal and grasping sutures. It was also reported that no broken piece was left in the patient¿s body. The surgery was completed with the backup device with a twenty-minute delay. There was no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.